Manufacturer narrative:
Date sent to the FDA: 10/23/2018. This medwatch report is in response to receipt of maude event report mw5080287. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is this a male or female patient? What is the age of the patient? Has the patient had any previous history of stroke? What is the index procedure that the patient underwent? On what date did the patient undergo this surgery? What was the reason for using surgifoam sponge? Where was surgifoam sponge used? How was the product used during the case? Was the surgifoam sponge cut into multiple pieces? What size pieces were the surgifoam sponge cut into? Was any surgifoam sponge pieces left behind upon closing up? Was surgifoam sponge moistened with thrombin solution before being used? Was surgifoam sponge moistened with sterile sodium chloride before being used? In what way were there any complications during surgery? If so, please let us know how was the patient doing post-op? (Please let us know if any complications occurred) on what date was it seen that the patient had developed a stroke? What symptoms post-op did the patient present with? On what date did the patient have the CT angiography? Please can we see a copy of the result of the CT angiography? How is the patient doing now?

Event description:
It was reported that a patient underwent an unknown procedure and an absorbable hemostatic agent was used. A piece of the device became lodged and moved through the patient's internal mammary artery near the sternum, then into the vertebral and subclavian arteries causing the basilar artery occlusion and the patient to have a stroke. A cta of the neck and brain showed the rva occlusion. Additional information has been requested.